Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. During troubleshooting, the cable connection and electrical contacts were cleaned to resolve the issue. Although it was determined that the b30 error was likely displayed due to poor cable connection or the presence of liquid or foreign matter on the electrical contacts in the output connector, a definitive root cause could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
In speaking with olympus technical assistance support (tac) via phone, the customer was instructed to try another scope; however, the same issue persisted. The b30 error code had cleared, but the nbi was still not working. The lamp was then replaced in the device, and it was verified that the lamp was installed securely. The white balance was found to be incomplete, and the customer would need to hold the white balance button down long enough. Tac advised customers to hold a piece of white gauze against something red and then white balance using a piece of white gauze. The technician advises the customer to clean the gold contacts and socket with an alcohol prep pad and then obtain another light source cable from one of the other towers. The customer was not in front of the subject device at the time of the call and was provided the case number for reference. The customer was unclear as to what errors had occurred and on what device; however, the customer did confirm that nbi does not work on either unit. Subsequently, in a follow-up email, the customer stated that the issue had been resolved. The subject device referenced in this report is currently working correctly and will not be returned for evaluation; therefore, the device evaluation could not be completed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during preparation for the use of the evis exera iii light source, a b30 (scope communication error) occurred, and the narrow band imaging (nbi) was not working. The customer also has another clv-190 evis exera iii light source that was doing the same thing after the same scope was inserted. There were no reports of patient involvement associated with this event. This complaint is related to patient identifier (B)(6) (clv-190/sn: unknown).